Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and tested in normal mode with an in-house system. Error 319 was confirmed in the logs and replicated during testing. The usm was tested on a psc (patient side cart) fixture test platform (pftp) where it failed the fiber test on the rolling loop. A known good rolling loop fiber was installed, and the error went away. The original rolling loop fiber was reinstalled, and the error returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 319, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the universal surgical manipulator (usm) 2 to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but the evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer-reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, an error 319 occurred and universal surgical manipulator (usm) 2 would not respond. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed a follow-up and obtained the following additional information regarding the reported event: the system functionality was reportedly checked prior to use. Error 319 occurred during a da vinci-assisted prostatectomy surgical procedure, and usm 2 was disabled by the surgeon. The procedure was completed robotically with the remaining usms.